Manufacturer narrative:
No device deficiency reported. Cardiac perforation is a known adverse event for catheter ablation procedures disclosed in product labeling. The patient was a 3x ablation redo with pv stenosis from prior rf ablation noted. The stenosis may have contributed to difficult access of the pulmonary vein.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a drop in blood pressure was noted and an effusion was noted on intracardiac echocardiography (ice). Pericardiocentesis was performed and the procedure was stopped.